Event description:
A caller reported a malfunction with the pump. There was no reported adverse impact to the customer. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.